Event description:
It was reported that during a laparoscopic fundoplication procedure, the devices had no function. There was no pt consequence. No further info is available.

Manufacturer narrative:
Device b batch = a9sv3p, lot = unk, expiration date = 10/2010, MFR date = 11/2005. Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. Device a and b were received in good condition, no visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The devices were tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the devices. The batch records were reviewed and no anomalies were noted during the mfg process.